Manufacturer narrative:
(B)(4). Method: the actual device was not returned and the lot is unknown. As the lot is unknown, a review of the device history record (DHR) was not performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. All information reasonably known as of 23-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: unknown ml, flow rate: 10 ml/hr, procedure: right rotator cuff repair, cathplace: interscalene block. It was reported that a patient received a block in which the procedure went well, and pain relief was achieved. While the patient did experience some pain, she turned the pump up to 10 ml/hr. The patient reported to have a sudden metallic taste in her mouth and it resolved within seconds after first experiencing the issue. No other symptoms besides pain were experienced. The caused was noted to be unknown. No further information provided.